Event description:
A report was received that the patient's ipg was not staying flat in the abdomen and was uncomfortable. It was also noted that the patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was relocated.